Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device. An unspecified low readings issue was reported with the abbott diabetes care (adc) device. The customer did not notice a trend arrow on the device. There was no report of self-treatment or third-party treatment involved with the reported issue. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (This report covers 4 of 6 MDR submissions.)